Event description:
Device malfunction: loose connection. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a registered nurse trained in use of starclose se attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the sheath hub was connected to the clip applier, the plunger was depressed, and became engaged. The thumb advancer could not be depressed as the clip appliers became disconnected from the sheath hub and could not be reconnected. The safety release button was used to collapse the locator wings and successfully remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.